Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that remote service was provided to the customer until the customer refused repair due to the device being out of warranty. The customer did not provide the device diagnostic report (drpt) to the asp. Because the customer refused any further service for the device issue, philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time.